Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had mixed up images and pt data. No pt injury was reported.